Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging line through display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ((B)(6) 2013): the subject meter has been evaluated by lifescan product analysis on (B)(4) 2013, with the following findings: the meter failed testing, the lcd display was found to be cracked or broken. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.